Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported no suture present when the plunger was removed was confirmed. A review of the lot history record revealed no non-conformances for this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.